Manufacturer narrative:
(B)(4).

Event description:
It was reported that " the device could not be introduced into the sheath because there was an resistance caused by the haemostatic valve installed in the airlock. A second new 14f manta also could not be inserted; however, the sheath was not exchanged. Closure was ultimately achieved without any issues using an 18f manta. There was no reported patient harm or consequence." Associated complaints 3010252479-2026-00013 and ..